Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he woke up to an alarm and his sensor glucose reading was 44 mg/dl. Before he went back to bed, he had some orange juice and about 12 to 15 tablets to bring his sensor glucose above 70 mg/dl. When he woke up his blood glucose level was over 500 mg/dl. He treated his high blood glucose level with the insulin pump. The customer calibrated when his blood glucose level was 170 mg/dl and received a calibration error alarm. He attempted to calibrate again but received another calibration error and change sensor alarm. The device was not returned.